Event description:
The patient's generator was replaced due to low battery and was returned for analysis. Other than the end of service condition there were no adverse functional, mechanical, or visual issues identified with the returned generator. The generator's history revealed high impedance after implant, however the impedance returned to normal limits. No other relevant information has been received to date.

Event description:
The company representative noted that both he and the surgeon were unaware of any high impedance issues at the generator replacement surgery. Impedance was normal before and after replacement, and there were no irregularities seen within the pocket. No other relevant information has been received to date.